Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that the sensor showed 85 mg/dl for 12 hours at a time. The customer stated that one time the blood glucose was 300 mg/dl and the sensor glucose was 95 mg/dl. The customer stated that it would be 32 mg/dl and it would show 85 mg/dl. The customer did not have anything with her to troubleshoot. The customer stated that the change sensor and cannula was not crimped. No further assistance was needed.